Event description:
Caller reported compact plus blood glucose result of "between 40 and 60" mg/dl, result of 237 mg/dl within 10 minutes on a professional system. Reported a separate incident of compact plus blood glucose result of 66 mg/dl, result of 191 mg/dl within 10 minutes on a professional system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.